Manufacturer narrative:
A device history review was conducted for lot number 8141365. Our records show the reported lot was manufactured in july of 2018, and determined that this is the second instance of a defective catheter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the sample submitted by the facility, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are controlled through visual sorting of the material during receipt from the supplier. Bd has notified the appropriate personnel. Bd will continue to track and trend for this issue.

Event description:
It was reported that during use of the bd intima ii IV catheter prn adapter there was leakage at catheter during infusion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima ii¿ IV catheter prn adapter there was leakage at catheter during infusion.